Event description:
(B) (6)-2010: it was reported, during the implant procedure, high impedance was observed. The first defibrillation test at implant did not terminate the induced arrhythmia. Therefore, the svc coil was disabled because impedance measurements always returned >200 ohms for both the svc and the rv coil measurements. When the rv and svc coil were enabled, both measurements could be taken and returned the values 50 - 52 ohms. The physician also assured no blood was inside the connector ports and the pins were correctly and deeply inserted. Eventually, this implantable cardioverter defibrillator was removed and replaced uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block, grommets and setscrews found no anomalies. Pacing output was confirmed both under telemetry and with telemetry removed. Primary analysis finding: no anomalies were identified.